Manufacturer narrative:
Not much is known at this time. There are questions out to the principals involved towards clarity. When all of the info that can be had is had, and the device's failure analysis is completed, a f/u report will be filed reflecting our findings.

Event description:
It was reported by the sales rep that during a knee scope, compartmental syndrome occurred in the knee: procedure being performed was an arthroscopic partial meniscectomy. The fms system replaced competitors system at this facility in november 2006. The fms duo was being used normally, as a duo and no wall suction. The pressure setting of the pump was 50. The surgeon was having some trouble moving from the medial compartment to the lateral compartment. At this point, the "lavage" pedal was pressed allowing the pressure to increase to 75 for 2 min. At this point, they noticed that the area around the knee had blanched, and there was no pulse in the knee, the pump did not alarm. At this point, the surgeon made a small incision, a fasciectomy, to drain the knee and relieve the pressure....at this point, the knee pulse was restored. Pt kept over night for observation. Outside of the event, the case was concluded successfully without further incident or harm to the pt.